Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force on the ccd cable while angulation. In addition, we confirmed that the air/water nozzle looseness and the light guide cable buckle; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image disturbance during angulation. Ccd defect. This event occurred at the time of before use. There was no report of patient harm.